Event description:
It was reported that a pt allegedly developed a pressure ulcer.

Manufacturer narrative:
The customer indicated this is not a complaint against stryker, and they are alleging no malfunction of the product. Rather, the account handles the hospital's insurance, and indicated there is currently a lawsuit against the hosp, but it pertains to allegations of the nursing staff not properly doing their jobs. There were no reported issues with the product.